Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported an implant failure/non union occurred in the early post-operative period (after 45 days of implantation) all screws from distal end of plate were reported to be broken off from screw head. There is no history of trauma. The patient is reported to be having surgery on (B)(6) 2014, at the time of this report it is unknown if the surgery occurred. An image reading of 3 x-rays was conducted by a medical director from this manufacturer. The report is as follows: three images have been supplied- one chest x-ray that shows the proximal end of the proximal humerus plate on the right humerus. The plate position looks quite anterior from this view. The other 2 x-ray pictures provided are poor quality images of the same 2 views of a proximal humerus (x-ray is marked r sided but it is back to front if that is the case) there is a fracture in the proximal shaft which was treated with a proximal humerus plate and an indeterminate amount of screws from the images provided. The distal 2 screws are broken in the plate. It is not possible to tell if any further screws are broken. There are some signs of fracture healing which would be expected at 45 days-there is no sign of delayed healing. This is report 2 of 3 for (B)(4).

Manufacturer narrative:
Additional narrative: the device history records review of the three broken screws has revealed that the dimensions were found to be in compliance with the technical drawings and ao/asif specifications. The examination of the manufacturing papers, of the three broken screws, showed no deviations regarding material analysis, strength and structural stability. The values were in compliance with ao/asif specification and with the international standard. Our investigations have shown that three of the returned screws are indeed broken off; the broken off parts were not returned. Unfortunately no sufficient details have been provided in order to determine the exact cause of these breakages. It seems likely that despite the given information of no history of trauma, that there must have been an incident to have caused these damages. The broken surfaces themselves are homogenous which indicates material conformity as well. No product fault could be detected. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional common device name hwc. No nonconformance reports were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The investigation could not be completed; no conclusion could be drawn, as the product is entering the complaint system. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.